Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board and video wiring harness were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
Per the fse, the customer reported that the images were unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.